Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.